Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with over 100 units of insulin. Additionally, it was reported that the customer's blood glucose (bg) level ranged from 246-276 (mg/dl). The customer declined to administer insulin to address the high bg level as the customer was fearful of running low during the night. System check with tandem technical support showed that the pump was performing as intended. The customer confirmed that bg level will continue to be monitored and if the customer was unable to bring bg level down, would consult with health care provider regarding diabetes management.